Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney, ureter and bladder performed on (B)(6) 2020. Reportedly, the laser unit used was a moses laser console. According to the complainant, during the procedure, the laser fiber broke. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.